Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ catheter broke from the hub and remained in the patient's vein. A tomography was performed, but the foreign body could not be located. The following information was provided by the initial reporter, translated from spanish: "she informs me that in 2021 an event occurred of which she does not have much knowledge, nor does she remember the exact date, but she refers that a patient stated that her catheter had broken, the patient underwent tomography to identify the foreign body but nothing was observed in the images, so the event was never reported."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ catheter broke from the hub and remained in the patient's vein. A tomography was performed, but the foreign body could not be located. The following information was provided by the initial reporter, translated from spanish: "she informs me that in 2021 an event occurred of which she does not have much knowledge, nor does she remember the exact date, but she refers that a patient stated that her catheter had broken, the patient underwent tomography to identify the foreign body but nothing was observed in the images, so the event was never reported."